Event description:
It was reported that the infusion device shut off without first providing a visual error or alert message on the display, the device did provide an acoustic and vibra alarm. The customer switched to pen therapy, but due to the infusion device being unavailable for use the customer's blood glucose levels increased. The customer was taken to the hospital in the evening of (B)(6) 2022. The customer was diagnosed with diabetic ketoacidosis and was admitted into the hospital. The blood glucose results obtained at the hospital were not provided. The hospital treated the patient with IV therapy and placed her on an infusion device owned by the hospital. The customer was hospitalized for one day.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.